Event description:
It was reported that during setup prior to a surgical procedure at the user facility that a thumbprint was observed on the screen of the device within the sterile packaging. The procedure was completed successfully using another disc monitor. No significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Corrected information: device not received.

Event description:
It was reported that during setup prior to a surgical procedure at the user facility that a thumbprint was observed on the screen of the device within the sterile packaging. The procedure was completed successfully using another disc monitor. No significant delay, no medical intervention and no adverse consequences were reported with this event.